Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported while installing the line set, the fluid was flowing through the tube freely, until an error message occurred on the pump module. On (B)(6) 2023, a basic infusion was set at a rate of "200" and a volume to be infused of "20". The infusion ran without error and the customer was unable to duplicate the error. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported while installing the line set, the fluid was flowing through the tube freely, until an error message occurred on the pump module. On (B)(6) 2023, a basic infusion was set at a rate of "200" and a volume to be infused of "20". The infusion ran without error and the customer was unable to duplicate the error. There was patient involvement but no harm.